Event description:
It was reported in an abstract of an unpublished article that a vns pt developed a post operative infection. The cause of the infection is unk.

Manufacturer narrative:
Abstract citation: pati, sandipan, r. Zimmerman, a. Thieler, j. Drazkowski, k. Noe, d. Shulman, l. Tapsell, s. Sabesan, and j. Sirven. Eight year-long term outcome of vagus nerve stimulation (vns) in refractory epilepsy. Epilepsia. (Abst. 1.131), 2008.